Manufacturer narrative:
The reported event could be confirmed based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon review of CT scans, medical expert opined that "the collapse and insufficiency of the talus can be confirmed and thus loosening and migration can be confirmed as well. The tibial component does not show significant radiolucence or cysts. The underlying cause seems patient related as the bone status of the talus seems very poor." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone substance of talus which resulted in collapsing of the component. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component due to multiple fractures in the talus bone.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component due to multiple fractures in the talus bone.